Event description:
The device was returned for multiple errors received during an unknown adrenal gland procedure. The device was replaced by another for which also multiple errors were received. The procedure was completed with a 30 minute delay by a non-olympus device. There was no clinical impact to the patient or procedure by the delay. There is no harm or adverse impact to the patient. Physician reported the failures made the working conditions difficult. Upon evaluation of the returned device, it was noted that the teflon pad is peeled back from the grasping section and has a partial split. There are no missing parts to the teflon pad. This medwatch is being submitted for the reportable issue of the teflon pad peeled back from the grasping section noted during device evaluation.

Manufacturer narrative:
There are two associated failed devices involved in this event. These devices are captured in medwatches with patient identifiers (B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned and an evaluation completed for it. The device history record review confirmed that the device lot had no anomaly in inspection. Upon inspection and testing, it was noted that the teflon pad is peeled back from the grasping section and has a partial split. There are no missing parts to the teflon pad. In addition, there was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. The exact cause of the event cannot be exclusively identified. However based on the device evaluation and the past investigation results, it is likely the error and peeling of the tissue pad occurred by the following scenario: seal & cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a definitive root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.